Event description:
Patient was wearing a pod on the skin for longer than 48 hours. On (B)(6) 2026, during a psychiatric appointment, the patient noted decreasing blood glucose (bg) and attempted to obtain food. The patient became confused, exhibited difficulty with speech, and experienced impaired ambulation. A bg measurement obtained via glucometer by another individual indicated 25 mg/dl. The patient had no further recollection until emergency room (ER) admission. In the ER, the patient was diagnosed with hypoglycemia and treated with intravenous glucose administration. The ER visit lasted approximately 4 hours, and the patient was released on the same day. The patient reported a discrepancy between dexcom sensor data and glucometer readings, with the dexcom application displaying approximately 150 mg/dl while the glucometer indicated severe hypoglycemia. The patient discontinued use of the dexcom sensor following the event. Dexcom was notified on 18 may 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.